Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had received inappropriate shocks due to noise. Noise was reproduced with arm movement. High impedance and insulation break was suspected. The lead was capped.